Manufacturer narrative:
The device history record for this lot was reviewed and everything was in order.

Event description:
This is being reported as an adverse that occurred as part of the FDA 522 order post-market surveillance study. The patient had surgery scheduled to undergo pelvic floor repair (vaginal approach) hysteropexy including cystocele repair and a transobturator mid-urethral sling procedure. One device was implanted on (B)(6) 2014 along with a mid-urethral sling (not identified) without complications. On (B)(6) 2014 the patient experienced difficulty emptying her bladder. The physician prescribed valium and inserted a foley catheter. The event was of moderate severity. The event resolution is currently unknown. The physician assessed the event as pelvic floor related and probably related to the device. (The device was not specified.).